Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy and was sent a replacement pump with updated software. The customer was instructed to return the problematic pump within 10 days using a provided return label and acknowledged the steps to take upon receiving the new pump. It was noted that this incident marked the customer's seventh pump replacement over the past year and a half.